Event description:
It was reported that the pulse generator exhibited an abnormally low battery voltage and remaining longevity after implant. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.